Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomed technician reported that there was a fluid leak during a peritoneal dialysis (pd) treatment. In a follow up, a nurse explained that the patient involved had been hospitalized for an unrelated issue not associated with his dialysis or kidney disease. While hospitalized he was getting his normal pd treatments and while there, the nurse helping with the treatments encountered an air detected in the cassette during fill 2 of treatment. Treatment was cancelled and when the cassette was removed, there was fluid inside of the pump module area and fluid on the external cassette. The cycler machine was allowed to air dry. The patient was released from the hospital and is home using the regular cycler. The patient did not encounter any harm, adverse event or require any intervention in association with the leak. The cycler is not available to return for analysis.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A biomed technician reported that there was a fluid leak during a peritoneal dialysis (pd) treatment. In a follow up, a nurse explained that the patient involved had been hospitalized for an unrelated issue not associated with his dialysis or kidney disease. While hospitalized he was getting his normal pd treatments and while there, the nurse helping with the treatments encountered an air detected in the cassette during fill 2 of treatment. Treatment was cancelled and when the cassette was removed, there was fluid inside of the pump module area and fluid on the external cassette. The cycler machine was allowed to air dry. The patient was released from the hospital and is home using the regular cycler. The patient did not encounter any harm, adverse event or require any intervention in association with the leak. The cycler is not available to return for analysis.